Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no cause was identified with regard to the impedance of 50. They had removed the device and ran the impedance outside of the patient and they came back fine. They implanted the patient and there were not issues in post-op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The manufacturer representative (rep) reported c-0 and c-3 were less than 50 ohms. It was reported that the manufacturer representative had already increased the pulse width and they had already disconnected the lead, wiped it off and reconnected it to the ins. Technical services had the caller test the impedance with the ins outside of the pocket to see if the case pairs would appropriately show all opens, but the caller said they looked good. It was reviewed that case values were less of a concern for this device as unipolar settings are not used and that this could potentially be an issue with just the handset and how it was measuring impedances. No patient symptoms were reported. No further complications were reported or anticipated.